Event description:
Boston scientific received information that the patient with this device was hospitalized for kidney failure. A catheter was placed in the patient's jugular vein for hemodialysis. Several days later, the patient presented with infective endocarditis and was administered antibiotic treatment; however, it was not effective. This device and the rest of the patient's system was then explanted. No additional adverse patient effects were reported. The patient remains hospitalized for further treatment and it will be decided at a later date if a new system will be implanted. The explanted device will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.